Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
While doing a right sided percutaneous nephrolithotomy, the surgery team requested a perc ncircle device to remove a stone. The device was inserted through the nephroscope and when it was pulled back to remove the stones, the handle came out, leaving the basket and the stone inside the patient. The user was able to retrieve them both from the patient with no harm.